Event description:
The novasure device was placed into the uterus, opened and seated appropriately, and the procedure was carried out. The device was then to be removed. The device/trocar had become overheated -partially melted- and somewhat misshapen. This did not permit the novasure wand to be pulled back completely into the transducer. Therefore, the wand needed to be pulled thru the cervix at approx 2cm dilation. Pt did not have any bleeding, and hysteroscopy did not reveal any trauma to the uterine lining.